Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 was present in the pump trace download due to broken trace at pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Pump error 53 was present in the pump trace download due to software error. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. Device passed displacement test, sleep current measurement and active current measurement and self test. No power error alarms or power loss anomalies noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 280 mg/dl. It was reported that the insulin pump alarm on the same level when it was set on 1 level and 5. The customer made auto test and alarms pump error and power error occurred, after that insulin pump alarm only by vibration, not sound at all after setting on sound and vibration. The customer had other insulin pump as backup plan. The insulin pump will be returned for analysis.